Event description:
Philips received a complaint by the respiratory therapist on the v60 indicating that the device was not running on alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The respiratory therapist called technical support to request onsite repair as the device was not running on alternating current (ac) power. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found a damaged power cord and bent pin; after testing the device with a known working power cord and battery, the asp discovered that the device powered on and charged as intended. The asp replaced the power cord, after which the device stayed powered on with the internal battery. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.